Event description:
A home patient (hp) contacted global technical service (gts) regarding questions about prime on the home choice (hc). The hp stated that when he primed the lines, sometimes there was air in the patient line. The hp stated he connected to it anyway. Gts explained that the hp should never connect if there was still air in the line. Gts advised the hp to call baxter if he did not know how to reprime the patient line. Gts referred the hp to the at home patient guide for instructions. Gts asked the hp if there was air in the line now and the hp said no. The hp understood the explanation and would reprime the patient line if there was air in it next time. The hp continued therapy. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated she was not aware of the issue but would follow up with the hp to retrain him. No adverse events were reported as a result of this issue.

Manufacturer narrative:
(B)(4). There was no allegation reported against a specific sample by the customer; therefore, the product was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the patient would connect after prime if air was still present in the patient line. Patient did not know how to reprime. The cause of the air in tubing is user error - the patient connected before priming was complete. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.